Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: date received for follow-up 2 should be july 1, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: the devices were returned in disassembled condition, the on the received picture visible centering sleeve was not returned for evaluation. The received guide shaft, for insertion of dhs/dcs screws is in a used condition, there slight wear marks at the forefront visible and the laser markings are slightly faded. No damage, which could have an influence on the function was observed. Functional test: a functional test was performed with the received devices. The received devices can be assembled and disassembled as described in the dhs standard insertion technique quick step technique guide (035.000.080 aa) without any issues. The in the complaint description mentioned "could not release a lag screw from the centering sleeve" cannot be replicated with the returned devices. Thus, the in the investigation workflow listed dimensional inspection and drawing/specification review are not required. Summary: the received guide shaft functional as required and the evaluation in product investigation (B)(4) did show that this device did not contribute to the complained malfunction. Therefore is the complaint rated as unconfirmed for the guide shaft. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 338.210. Lot: 7694344. Manufacturing site: haegendorf. Release to warehouse date: 06. Jan. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during an unknown surgery on (B)(6) 2019, the surgeon experienced a problem using one of the dynamic hip/condylar screw (dhs/dcs) kits. The surgeon could not release a lag screw from the centering sleeve and t-handle/wrench after successfully screwing it to the patient's hip. The surgeon thought that a coupling screw was bent and got jammed. The whole insertion assembly was lubricated but was still unable to release the screw. A new set was opened to complete the procedure. There was a 15 minutes surgical delay reported. There was no harm to the patient. This report is for a dhs®/dcs® guide shaft. This is report 3 of 3 for (B)(4).